Event description:
It was reported that during an (ercp) procedure, the balloon catheter was kinked. The target lesion was in the common bile duct (cbd). While removing a cre 18-20mm 8cm f/g balloon catheter from its package, it was noticed that the device appeared to be "kinked". The device was not used in the procedure and did not contact the patient. The procedure was completed with an unspecified type of device. There were no patient complications reported with the patient's current condition listed as "fine".